Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were explanted and replaced thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported that the scs leads had migrated lateral as patient experienced a fall and diagnostics indicated high impedances in some contacts surgical intervention is pending to address the issue.